Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex (lcx). The lesion was predilated with an unspecified balloon and then a 2.75 x 12 mm taxus liberte stent was advanced to the lesion. It was noted that the distal edge of the stent became flared. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported with the patient's current condition listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).